Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: examination of the unit noted the cause of leak was due to broken tubing at the junction of the luer post. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. (B)(4)

Event description:
The facility representative contacted baxter to report an intermate in which the unit had a leak. The leak was located in the labeling area. There was no adverse event, patient injury or medical intervention associated with this report. There was no further complaint information available.